Event description:
It was reported to philips that the system was unable to perform cine, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system was unable to perform cine. No further information regarding the issue has been provided. No service has been performed by philips since no response received from the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.